Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site. The symptom for infection was fever. The patient was prescribed bactrim. The physician believed that the ipg site was contaminated due to early removal of the staples. The patient underwent an explant procedure.